Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on the day of the procedure that the patient experienced chest pains, perforation and pericardial effusion. An xray noted that the right atrial (ra) lead exhibited intermittent bipolar capture and no unipolar capture. The patient was hypotensive and the ra lead was revised. Pericardiocentesis was performed and a catheter was placed in the patient. The lead remains in use. No further patient complications have been reported as a result of this event.